Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a clinic user experienced a firmware update failure that resulted in a frozen screen on the ilet device, and unreliable clinic wi-fi was noted during the attempt. Customer care provided support that included guided troubleshooting with a forced restart via the app followed by a repeat update attempt. Investigation of this case revealed a software update interruption leading to transient screen unresponsiveness, likely related to connectivity instability during the update process. No adverse clinical symptoms reported during the event. Outcomes included no impact to health. It was concluded, based on previously established findings for similar reports, that the cause was user environment and connectivity conditions during the software update.